Event description:
It was reported that the 9800 system had an a-d error code prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.